Manufacturer narrative:
(B)(4). On (B)(6), 2022 the customer alleged the pump having rewind anomaly, pump error alarm. During power up, the unit received pump error during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify error alarm due to the pump error. Thus software was utilized and downloaded trace, history files properly. In further full review in the pump history found multiple error alarms on june 10, 2022 16:50:36. June 10, 2022 16:50:48. June 10, 2022 19:08:46. No unexpected pump error in file history. Pump was cut open to perform visual inspection and found corroded motor home switch and no moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay. In conclusion, pump error alarm during rewind and pump error alarm in the pump history confirmed due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor pump error alarm. The customer stated they were able to clear the alarm but were unable to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump was returned for analysis